Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and monarc subfascial hammock were implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent several mesh revisions/explantations in 2010 due to mesh extrusion, infection, bleeding, and pain. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent excision of mesh on (B)(6) 2006 due to erosion. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced irritation from vaginal mesh, pyelonephritis, urinary tract infection, hesitancy, pinching sensation from mesh, and urinary retention.

Event description:
It was reported that following insertion the patient experienced irritation from vaginal mesh, pyelonephritis, urinary tract infection, hesitancy, pinching sensation from mesh, and urinary retention.